Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation (image 1-2). Visual inspection of the as returned product identified significant damage about the implant threads, and fracturing at the collar. The drive feature contains a fractured piece of an unknown zimmer screw. No pre-existing conditions were noted on the per. The reported product was located on tooth # 14 (universal) and used for approximately 4 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number 63415512. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63415512) for similar event and 1 other complaint was identified under (B)(4) for screw fracture. Based on the available information, device malfunction has occurred and the reported fracture events were confirmed following inspection of the returned devices. The reported bone loss and infection could not be verified with the information provided. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".

Manufacturer narrative:
(B)(4) weight unknown / not provided. Date of event unknown / not provided. PMA/510k: k101880.

Event description:
It was reported by the customer that the implant platform fractured and caused bone loss and infection at the site. Inflammation was also noted. Patient will return for a new implant. Tooth #14.